Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the device malfunctioned. However, hemorrhage and patient outcome of death are known risk associated with endovascular procedures and are noted as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During a thrombectomy procedure a retriever was used in the occluded right internal carotid artery. It was reported that during the procedure the patient experienced respiratory arrest and pupillary enlargement so the procedure was terminated. Angiography was not possible; therefore, the physician assessed the vessel percutaneously and a diffuse subarachnoid hemorrhage was detected. The patient was administered 42.0mg of tissue plasminogen activator (t-pa) intravenously. The patient died four days post procedure. No additional information is available.

Event description:
During a thrombectomy procedure, a retriever was used in the occluded right internal carotid artery. It was reported that during the procedure, the patient experienced respiratory arrest and pupillary enlargement, so the procedure was terminated. Angiography was not possible; therefore, the physician assessed the vessel percutaneously and a diffuse subarachnoid hemorrhage was detected. The patient was administered 42.0mg of tissue plasminogen activator (t-pa) intravenously. The patient died four days post procedure. No additional information is available.